Event description:
Assistant to dr. Was wearing small alaaadan gloves and was preparing pt for a procedure. There were no problems at this time. When dr. Who was wearing medium aladan gloves began procedure on pt the pt experienced a burning sensation around the mouth.